Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the occlusion alarm occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose level was 489 mg/dl. Although requested, no additional information was provided regarding the reported issue.